Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Account felt that they have to "declot the proximal lumen on our triple lumen catheters more so than other lumens." The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. It is unknown if therapy was delayed/interrupted.

Manufacturer narrative:
(B)(4).

Event description:
Account felt that they have to "declot the proximal lumen on our triple lumen catheters more so than other lumens." The reported defect was detected during use. The patient condition is reported as "fine." There was no patient complication, injury or consequence. It is unknown if therapy was delayed/interrupted.